Manufacturer narrative:
Eval method: the system meets all specifications. There was no device malfunction. The operator did not correctly follow the stitched image instructions. The instruction for use clearly describes the stitching mechanism and points out its possible "limitations".

Event description:
This report is being filed upon notification from our radiology manufacturer in a foreign country of an event that occurred in another foreign country. Auto stitching reconstructed images suggested that there could be a break of the metallic system that was linked to the spine of the patient. The patient had surgery performed to verify the metallic bar but it revealed to be perfectly normal.